Manufacturer narrative:
Block h2: blocks b3, b5, d6, and h6 (device codes) have been updated based on additional information received on november 1, 2019. Blocks d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: patient code 1498 captures the reportable event of pulmonary embolism. Device code 3009 captures the reportable event of gel misplaced-vascular. Block h10: the device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 4, 2019 that spaceoar was implanted during a spaceoar implant procedure between the prostate and rectum performed on an unknown date. According to the complainant, the patient had a pulmonary embolism post spaceoar implant. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Additional information received on 01nov2019. The spaceoar implant procedure was performed on (B)(6) 2019 under local anesthesia. Reportedly, the patient had gold markers placed together with spaceoar. On (B)(6) 2019, during a planning magnetic resonance imaging (MRI), the spaceoar gel was not present between the prostate and rectum. A computed tomography (CT) scan was performed and an embolism was noted at the right pulmonary artery. The physician suspected that the spaceoar gel had been injected into the vein, and the embolism was likely the gel. No treatment was performed, and the patient is currently under observation. The embolism has been getting smaller over time. From (B)(6) 2019 to (B)(6) 2019 the patient underwent proton therapy. The patients current condition has been reported to be no patient complication.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 4, 2019 that spaceoar was implanted during a spaceoar implant procedure between the prostate and rectum performed on an unknown date. According to the complainant, the patient had a pulmonary embolism post spaceoar implant. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.